Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction.

Event description:
It was reported that during the implant procedure, the doctor was unable to extend screw out in the body. The lead was taken out of the body and the screw was able to be extended on the table. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076 implantable pacing lead implanted: 2004 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.